Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient underwent an ipg and lead replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had difficulty charging the ipg due to weight gain which is not device related. It was noted that there was no ipg migration. The patient underwent a revision procedure wherein the lead and ipg were replaced. The leads were replaced due to the patient was initially implanted with infinion leads which cannot be connected to the tails of the splitter into the new ipg. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient underwent an ipg and lead replacement procedure for an unknown reason.